Event description:
It was reported to baxter on (B)(4) 2012 from a peritoneal dialysis (pd) patient that on (B)(6) 2012, there was a leak from the solution bag tubing; the patient substituted the bag with another one of the same lot and resumed therapy. It is not known in which step of therapy this happened; no symptoms or consequences were reported for the patient.

Manufacturer narrative:
(B)(4). Complaint is confirmed because it was reported during trouble shooting of a leak issue that the customer switched the leaky solution bag only, which is a use error/poor aseptic technique. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.